Event description:
Info was received in 10/03, from user facility regarding a pt who received an injection of synvisc and developed knee redness, swelling and pain. Pt was admitted to the hosp and the knee was aspirated. The lab results are unclear, however, there is a possibility that infection (streptococcus viridans) is present. In 11/03, the rptr stated via telephone contact, that the pt did have an infection, however, she could not provide the details. The relationship of the event to the use of synvisc is unk at this time. No lot number was provided.